Event description:
Pt was revised to address pain which began three yrs after primary surgery.

Manufacturer narrative:
Eval was not possible, as the prods were not returned. Prod info required to review the device history records was not provided. The initial reporting indicated the prods were not suspected of failing to meet specs or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported pain. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.